Event description:
The entire inspire system was surgically removed and the infection cleared.

Event description:
This patient was implanted with inspire on (B)(6) 2019. Two weeks after surgery she presented with a wound infection, redness, swelling and drainage with associated pain. The culture showed that the wound is growing gram-positive cocci. The physician prescribed her vancomycin.